Manufacturer narrative:
The ge service rep performed an on-site investigation. A pin was repaired on the receptacle. The system was tested and operates as intended.

Event description:
The customer reported that the system's images had artifact and that there was a temperature alarm. No pt injury was reported.